Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime and system sensor and excessive no delivery test. No prime/fill anomaly noted. No cosmetic damage noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that 911, emergency services were called as insulin was primed into customer's body while connected. Customer's blood glucose was unknown at the time of incident. Troubleshooting indicated that they offered to take hospitalization information for customer but no further information was given.